Manufacturer narrative:
Patient age: the exact age of the patient is unknown, however the patient was reported to be over 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, while the physician was placing the advanix biliary stent, the patient started to "roll off" the operating room table. As the patient began rolling off the table, the scope position was lost causing the stent to fall out of place. The physician confirmed that a very small perforation occurred in the patient's duodenum, although the perforation healed on its own without treatment or intervention. The procedure was completed with another advanix biliary stent. Three hours later, the physician reported that the patient was stable and had a chest tube placed, although the reason for the chest tube was not reported.